Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient underwent bilateral mastopexy and bilateral removal and replacements as follow: left replaced with cat#:3504504bc, sn#:(B)(4). And right replaced with cat#:3504504bc, sn#:(B)(4) device received on (B)(6) 2019, d (B)(4).

Manufacturer narrative:
Device received on 12/20/2019. Device evaluation summary completed on 1/7/2020. During visual inspection a tear was observed in the anterior and extending to the posterior measuring approximately 4.5 cm. Also a crease was found in the edges of the tear in the posterior aspect. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel, 550cc silicone breast implant, cat #: 3505504bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 550cc silicone breast implants which the right side ruptured after implantation. MRI examination confirmed intracapsular rupture. The issue was confirmed by the physician. The report also indicated that the right side is smaller. As a result patient is scheduled for removal on (B)(6) 2019.